Event description:
It was reported that the pump displayed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Eval was unable to determine the cause. Eval of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary components will be replaced as they are known to contribute to the system error 322.